Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up and down arrow buttons were under responsive and that the keypad cover had become thin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/14/2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the up keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts.